Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer's wife reported the customer "was not waking up and lost consciousness on sunday the 24th at around 6:30 am to 6:45 am" and experienced sweating. Customer's glucose was checked using the adc freestyle libre sensor and a result of 123 mg/dl was obtained compared to a reading of 72 mg/dl obtained on the built-in reader. Paramedics were called and upon their arrival a reading of "below 50 mg/dl" was obtained using their meter versus a sensor scan result of 80 mg/dl obtained within less than one minute. Customer was treated intravenously (unspecified) to "stabilize" his blood glucose and no additional treatment was provided. There was no report of death or permanent injury associated with this event.

Event description:
The customer's wife reported the customer "was not waking up and lost consciousness on (B)(6) at around 6:30 am to 6:45 am" and experienced sweating. Customer's glucose was checked using the adc freestyle libre sensor and a result of 123 mg/dl was obtained compared to a reading of 72 mg/dl obtained on the built-in reader. Paramedics were called and upon their arrival a reading of "below 50 mg/dl" was obtained using their meter versus a sensor scan result of 80 mg/dl obtained within less than one minute. Customer was treated intravenously (unspecified) to "stabilize" his blood glucose and no additional treatment was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.